Event description:
It was reported that the patient was experiencing pain during pacing. Externalized conductors were observed. Lead was explanted and replaced during pace/sense lead revision.

Event description:
New information received states that prior to explant, high capture threshold was observed on the lead.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to internal insulation abrasion were noted at 11.4-16.0cm from the distal tip. The etfe coating was damaged during explant at this location.